Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) battery would not charge. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.

Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) was dispatched to evaluate the iabp and determined that the power management pcb was defective. To fix the issue, the fse replaced the power management pcb ((B)(4)), and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) battery would not charge. There was no patient involvement.

Manufacturer narrative:
The e1(event state) is not added in initial emdr. The event state is (B)(6). A getinge field service engineer (fse) was dispatched to evaluate the iabp and determined that the power management pcb was defective. To fix the issue, the fse replaced the power management pcb (0670-00-1162), and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.